Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had lost prime twice in the last month and the reporter declined troubleshooting of the issue. The reporter indicated that the pump was able to reprime and no further alarms would occur. This report is made because troubleshooting of the issue was unable to be completed to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.